Manufacturer narrative:
(B)(4). Batch #p93v1e. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator and resulted in a "replace hand piece" alert screen was displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the hand piece. In addition, the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected hand piece functionality. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped?

Event description:
It was reported that during an unknown procedure, the device could no longer be used. There were no patient consequences reported. No additional information is available at this time.